Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient was taken to the operating room for laparoscopic prostatectomy with conversion to open total colectomy with j pouch creation and pouch explant, mobilization of splenic flexure, and ileostomy, the procedure was then converted because the stapler was caught on the j pouch after firing and tore the pouch when removed resulting in explant and creation of a new pouch after the conversion from laparoscopic to open procedure.